Event description:
It was reported that at the final check appointment, a fistula was present on the lingual of the implant at tooth site #14. Active drainage with compression was also noted. The implant was removed due to infection. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number: (B)(4). E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.